Event description:
It was reported that a stage 1 revision was performed on patient's right knee due to infection (infection reported by surgeon. Unknown if clinically confirmed or identified. Possible cause unknown to surgeon.) All devices were removed and a cement spacer was placed. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.